Manufacturer narrative:
Eval summary: two devices were returned. Instrument a: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected three clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. Instrument b: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported prior to an unk procedure that the clips are not loaded properly at the jaw. There was no adverse pt consequence.